Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display due to corrosion all over pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. Device was received without a battery cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was cracked at back of insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.